Event description:
This is the first report of four concerning the same patient. This report concerns the right index finger - proximal pip pyrocarbon implant. It was reported "during my investigation online, I found that your implants may cause synovitis. I experienced this in my right wrist. Therefore, I contacted the doctor who did this surgery and found out these were also ascension. I had the two implants put in pointing and middle finger in the later part of 2009. I began having some problems and went back to the doctor. He said I needed a tenosynovectomy. This was done immediately. He repaired 5 tendons that were to the point of rupture. I still have numbness in the right side on my hand and continuing soreness in my wrist. These implants are still functioning okay but I'm concerned now about the potential for more tendon problems. I would like to know what research has shown on this and long tern effects." Additional information was received on (B)(6) 2013. It was reported the implant was 'pyrocarbon pip.' Additional information was requested by integra, no other information was provided. This is the same patient previously referenced in mfg report numbers 1651501-2013-00036 and 1651501-2013-00037.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.